Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. The leak was observed from an unspecified location on the transfer set and occurred during pd therapy at the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including leak testing, clear passage testing, and clamp function testing and no issues were noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.